Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the leads were explanted and replaced, resolving the issue.

Manufacturer narrative:
Corrected data: the correct device code is (B)(4).

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Reference manufacturer numbers: 3006705815-2019-02799, 1627487-2019-08464. It was reported that the patient's scs leads had migrated. The patient reported that they have fallen several times over the last year. In turn, the patient may undergo surgical intervention to resolve the issue.